Manufacturer narrative:
This failure was reported to us by the distributor, however, the device was not returned. We have, therefore, not been able to evaluate or test the unit to determine the reason for it's stopping. It is currently in service and no additional problems have been reported.

Event description:
The device was applied to a male patient in cardiac arrest. It was reported that after thirty minutes of use the unit suddenly stopped. The unit was removed from the patient and manual cardiopulmonary resuscitation was continued. The patient was not revived. The user stated that the failure did not contribute to the death of the patient.